Event description:
The manufacturer received information alleging a ventilator's internal battery failed to charge. The device was not in patient use. The device was returned to a the third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to charge its internal battery. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.